Event description:
It has been reported that tibial insert would not snap on the baseplate. Used another size and it snapped on. There was no adverse consequence for the pt or delay in surgery or anesthesia time.